Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to case and the usb connector was damaged and burnt. Pictures were taken. Receiver charge and boot tests were performed and failed due to the usb connector being damaged and burnt. Functional tests were not performed due to the usb connector being damaged and burnt. An internal visual inspection was performed and failed due to the usb connector being damaged and burnt. Pictures were taken. The receiver log was not downloaded for review due to usb connector damage. The allegation was was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.